Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 instrument was blocked. The following information was provided by the initial reporter: "the instrument blocks."

Manufacturer narrative:
Investigation summary: instrument sedi 40 00107 was returned to the manufacturer for service with respect to the reported defect ¿ blocking. The instrument was evaluated by visual examination and functional testing and it was found that the cover was broken. The cover was replaced. After repair the instrument passed all further quality checks. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd sedi-40 instrument was blocked. The following information was provided by the initial reporter: "the instrument blocks".